Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
It was reported that on (B)(6) 2018, a 00mlx mlx 300w xenon lightsource power intermittently goes out and seems to overheat. Additional information received on (B)(6) 2018 indicates that the product problem was discovered before the procedure. No smoke, fire, or burning smell was noted. No harm were noted on the patient or the user. No surgical delay were noted. The device was replaced and was brought in for repair. No other clinical information received.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. An investigation of the device inspection records was conducted by the manufacturer. There were no deviations or non-conformances during the inspection process. A visual inspection of found customer applied labels, some nicks and scratches and the top cover was dented in the right rear corner. Internal inspection found the extended heat mirror was installed in reverse with the red-side facing into the lamp. Note that this condition traps the heat in the unit and results in the mlx shutting down or overheating. The power entry module was loose in place. The findings are consistent with user-error tampering. The reported complaint was confirmed.

Event description:
N/a.